Manufacturer narrative:
Visual evaluation of the returned device found that the blue dilator was broken. Dart, suture and blue dilator piece measured 9.5 cm. The dilator was frayed and the suture appeared flat in two sections. The suture was exposed and frayed on the blue dilator that was attached to the mesh assembly. The second blue dilator piece measured 2.5 cm and appeared frayed on both ends. Functional evaluation found that the carrier did not deploy into the center of the catch as intended when fully deployed. The noted damages indicate difficulty was experienced during usage and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The patient's age is unknown; however, the patient was over 18 years of age. Event: suture broken. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during an anterior repair with uphold procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the physician pulled the uphold dilator tube through the sacrospinous ligament, the suture broke. No parts of the device were left inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during an anterior repair with uphold procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the physician pulled the uphold dilator tube through the sacrospinous ligament, the suture broke. No parts of the device were left inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.